Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for h6. G3: date received by manufacturer - additional information. H2: type of follow up - correction. H6: medical device problem code - correction.